Manufacturer narrative:
H3: analysis of the pump revealed pump motor gear train anomaly; corrosion and or wear and or lubrication; stall due to shaft bearing. Pump miscellaneous- failed lab dispense test; above spec. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the pump was replaced and the cause for the stalls was not known. Per the logs a motor stall occurred on (B)(6) 2021 at 9:34 pm and a motor stall recovery at 9:55pm, a motor stall on (B)(6) 2021 at 8:41am with a recovery at 7:40am, a motor stall on (B)(6) 2021 at 5:12pm and motor stall recovery on (B)(6) 2021 at 1:07pm. Motor stall on (B)(6) 2021 at 1:27 am with stopped pump exceeded 48 hours on (B)(6) 2021 at 1:27am. A motor stall recovery on (B)(6) 2021 at 11:34 am. The pump was delivering dilaudid 12mg/ml at 4.306mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative and consumer regarding a patient receiving dilaudid via an implanted infusion pump. The indication for use was non-malignant pain. It was reported the patient pump logs showed a stall on (B)(6) 2021 with a recovery due to MRI. Then, there was a stall on (B)(6) 2021 that lasted about 12 hours. On (B)(6) there was a stall and no recovery as of today. The patient and doctor heard the pump alarm. It was noted the patient had been going through withdrawals since the stalls on (B)(6) 2021. The patient went to the emergency room, on (B)(6) 2021, and the hcp put an ultrasound over the pump. The patient was given their pain medication through the IV and prior to being released, the hcp gave them a shot in the arm of pain medication. The patient was told once the shot wore off to take their oral hydromorphone. The patient got home and the pump stopped alarming. The patient was calling to see if their pump had restarted and if they were supposed to take the oral meds because they did not want to overdose themselves. The issue was not resolved through troubleshooting and the patient was redirected to their healthcare provider to further address.